Event description:
Health professional initially reported that a lap-band system was allegedly explanted with no info provided regarding the reason for removal. F/u findings: healthcare professional reported that a barium swallow was conducted which noted a "delay in passage attributed to band slippage." Approx a year later, the surgeon performed repositioning surgery, and in approx three more months removed the lap-band system due to band slippage. The device was returned and the analysis is in progress at this time.

Manufacturer narrative:
Taper ii. The product associated with this report was received, however, the product analysis has not been performed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report and a f/u report will be sent to the FDA upon completion of device analysis. Allergan has received the product, however, the analysis has not been completed at this time. Band slippage is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."